Event description:
A percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. After dilatation with a balloon, coronary stent was implanted. The ivus catheter was used to image the stent placement, which was fully expanded. "Slight" resistance was encountered while advancing the catheter. The ivus catheter became caught in the stent. The physician advanced the guide catheter and was able to successfully withdraw the ivus catheter from the patient after approximately thirty minutes. The physician imaged the stent placement after the ivus catheter was removed and noted that the stent was fully expanded and there was no irregularity of stent placement. The patient condition is reported to be "stable".

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy, the bag started to separate at the seam. The surgeon pulled another device and put the bag that was separating at the seam in the new bag and the specimen was retrieved from the patient. The specimen did not spill into the patient. The case was completed with no patient consequence.

Event description:
On (B)(4) 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B)(6) of 2008, the patient was administered heparin during hemodialysis. Upon information and belief, on at least one occasion, the heparin administered to the patient was contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B)(4). The analysis results of the pouch found that it was received already deployed and in good condition. The bag and suture were not received for evaluation. As the bag was not received for evaluation, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.